Event description:
It was reported that the handpiece overheated while undergoing its weekly testing--not during any procedure. There was no user injury or any patient involvement.

Manufacturer narrative:
The handpiece ws received at the manufacturer for evaluation, but the reported condition of the device overheating during usage could not be confirmed. The device underwent preventative maintenance, but the root cause could not be determined. Service did a clean, lube, and adjust to the device, and it was returned to the customer.